Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. There were no symptoms reported and the patient was taken to the hospital by ambulance. The cgm was reading low and the blood glucose reading was 700 mg/dl. At the hospital the patient was treated with saline solution (no route documented) and insulin. The patient released on (B)(6) 2025 at 11.00 am. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. D4 serial no - correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required due to updated data investigation results. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. There were no symptoms reported and the patient was taken to the hospital by ambulance. The cgm was reading low and the blood glucose reading was 700 mg/dl. At the hospital the patient was treated with saline solution (no route documented) and insulin. The patient released on (B)(6) 2025 at 11.00 am. No other details were documented. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 8:43 am on (B)(6) 2025. The session lasted 10 days and ended as designed. On the date of the reported event, the user received multiple glucose alerts with each one performing as intended with regards to audio volume. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: lot number - correction. D4: primary UDI number - correction. H2 type of follow up: correction. H6 codes: additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. There were no symptoms reported and the patient was taken to the hospital by ambulance. The cgm was reading low and the blood glucose reading was 700 mg/dl. At the hospital the patient was treated with saline solution (no route documented) and insulin. The patient released on (B)(6) 2025 at 11.00 am. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.